Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows migration, aneurysm enlargement, and type ia endoleak events are unconfirmed. The additional endovascular procedure is confirmed. This moderately consistent with the reported adverse event/incident. Procedure related harm identified was access site complications. Device, user, procedure or anatomy relatedness of this event could not be determined with the medical records available for review. It should be noted that the operative report states the patient had a significant thoracic aneurysm, which was noted as the reason for admission (elective tevar). There was no medical imaging provided to confirm; however, it is likely this contributed to the type ia endoleak and there may not have been a device failure associated with the type ia endoleak. During the investigation and with the information available, endologix found no evidence to suggest the device was used off-label. The final patient status was discharged on the sixth post-operative day home stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was initially implanted with an ovation ix bifurcated stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately 6.5 years post initial implant, the patient was observed with type 1a endoleak, graft migration, and expanded proximal neck via computed tomography angiography (cta). Re- intervention was completed. The physician elected to implant two (2) afx infrarenal stent grafts and an ovation ix extender stent to extend the seal above the renal arteries. The patient was reported as doing well. Correction: the patient was initially implanted with the ovation prime abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately six and a half (6.5) years post initial implant aneurysm enlargement with type 1a endoleak and migration was identified via computed tomography angiography (cta). Re-intervention was completed with implant of an ovation ix extender and a non-endologix (gore excluder) in the infrarenal aorta, implant of non-endologix (gore) in the descending thoracic aorta, implant of non-endologix (gore and boston scientific) in the right renal artery, implant of non-endologix (gore and boston scientific) in the superior mesenteric artery, implant of non-endologix (gore) in the celiac artery, implant of an afx vela infrarenal in the proximal aortic extension, and an afx vela infrarenal with proximal extension into the thoracic stent. The patient was reported as doing well post-secondary intervention.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an ovation ix bifurcated stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately 6.5 years post initial implant, the patient was observed with type 1a endoleak, graft migration, and expanded proximal neck via computed tomography angiography (cta). Re- intervention was completed. The physician elected to implant two (2) afx infrarenal stent grafts and an ovation ix extender stent to extend the seal above the renal arteries. The patient was reported as doing well.